Event description:
It was reported that the high pressure tubing contained in the kit which is used to attach the iab to the central lumen arterial line is cracking. Once it is attached to the female end of the iab it slowly cracks and breaks. The male end of the tubing connector was stuck in the central lumen of the iab. There were no reported patient complications.

Manufacturer narrative:
The user facility has not identified the product name, catalog number or serial number. We are not expecting the product to be returned. If it is returned, an evaluation will be performed. A follow-up report will be filed if more information becomes available.